Event description:
A pt reported they were unable to test on their meter. The pt's meter allegedly would only prompt error 1 message. There was no result on their meter. No other tests or comparisons. No treatment was reported. No further info has been reported.